Event description:
It was reported the motor rate error alarmed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device looks in used conditions. No damages visible. Motor error was found in error history log. Motor rate error appeared after occlusion alarm. Motor was unable to turn backwards. The root cause of the reported issue was found to be a bad worm coupling with cracked plastic part. The technician replaced faulty motor. The pump was over 10 years old. The technician performed all functional and electrical safety tests, which the device passed.